Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and allergy to metals ("rashes or skin conditions type: nickle"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs received- rashes or skin conditions type: nickel was added. New reporter, date of birth were added.product information was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration of essure device/migration of essure device location of device: l side/ I could feel the coil in my left side through the skin.") In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included hyperthyroidism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain/ left sided pain"). On (B)(6) 2016, 7 years 10 months after insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("rashes or skin conditions type: nickle/ nickel allergy/nickel allergy") and hypoaesthesia ("could feel it jab into my left leg and make it go numb"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, allergy to metals and hypoaesthesia outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, hypoaesthesia, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Events added: essure confirmation test not conducted. Outcome of event pain was changed from unknown to recovered / resolved. Event onset dates were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.